Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump has tape on it and was unable to see display. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. No tape was observed on the pump that had obscured the display. The reported issue was not duplicated in the investigation. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the reported tape on the pump issue, the verify screen was dim and discolored, and the battery compartment was cracked from the top.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.